Manufacturer narrative:
UDI= (B)(4). Study source: (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreas of a patient during a biliary reintervention procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. Reportedly, the patient had a previously implanted stent which was placed on (B)(6) 2016 and was scheduled to be removed on (B)(6) 2016. No reported issues with the initially placed stent. According to the complainant, the patient has no pancreatic duct stricture and no history of acute pancreatitis of any etiology; however, the patient does have pancreatic stones and sludge/debris. On (B)(6) 2016, a 1-6 week follow up was conducted and there were no adverse events reported. The patient's izbicki pain was 40 and x-ray of kidneys, ureters, and bladder (kub) was not performed. On the same day, the previously implanted stent (placed on (B)(6) 2016) was also removed using biopsy forceps. An intraprocedural pancreatogram was recorded after the stent removal and there were no evidence of ductal trauma or changes in the stented region noted. After which, due to additional stenting desired, this second advanix pancreatic stent was then placed. It was reported that the second stent was kinked, however, the stent was able to be implanted in a satisfactory position in the main pancreatic duct. The stent remained implanted and was removed on (B)(6) 2016 during a scheduled stent removal procedure. There were no patient complications or adverse events reported as a result of this event.